Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard a red heart alarm. When the alarm occurred the patient had syncope. Upon log file analysis, pump stops and low speed operation were found. The patient was admitted and connected to battery power. The patient underwent a pump exchange on (B)(6) 2020 due to the driveline damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the driveline from heartmate ii lvas, serial number (B)(6), confirmed internal wire damage to the insulation of the black, yellow, and orange wires which would have contributed to the low speed operation and pump stops which were captured within the submitted log files. (B)(6) was returned assembled with the driveline cut approximately 1.5 inches from the pump housing, and the remaining segment measuring approximately 35.5 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outlet elbow was returned attached to the pump. All segments of the returned driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The silicone sleeve was cut at the pump end bend relief and distal end bend relief prior to return and the entire middle portion was not returned for evaluation. The returned portions of the silicone sleeve were unremarkable. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had minor breakdown approximately 19.5 inches, 20.5 inches, 21 inches, 22 inches, 23 inches, and 25 inches from the pump housing. The layers were removed, and examination of the underlying wires along with hipot testing revealed breaches in the insulation of the black wire approximately 2.75 inches from the pump housing, and to the yellow, and orange wires approximately 3 inches from the pump housing. All areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining wires on all segments of the returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed operation events and pump stops observed while operating on the power module, would have occurred if any of the exposed conductors of the compromised wires made contact with the metal braided shield, resulting in a short to shield. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.